Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer used food to treat the low. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and did not resolve the issue. The insulin pump will not be returned for analysis.